Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with episodes of right atrial lead noise causing inappropriate automatic mode switching. The noise was not reproducible with isometrics. Programming changes were made to address the issue. The patient was stable throughout.